Event description:
This case was reported by a lawyer via litigation proceedings, and described the occurrence of zinc poisoning in a female patient who used poligrip denture adhesive cream (formulation unknown) for an unknown indication. A physician or other health care professional has not verified this report. According to the lawyer, the patient began using poligrip on an unknown date. The patient alleged "personal injuries including heavy metal (zinc) poisoning and neurological damages" due to poligrip usage. At the time of reporting, the outcome of the event(s) was unknown. Follow up information was received on 25 may 2010 via medical records. This case was upgraded to medically serious. On (B)(6) 2005, the patient had diagnoses of myelopathy and neuropathy secondary to copper deficiency, now stable on copper supplements at 8mg daily. She also had myelodysplastic syndrome which resolved within several months of copper treatment. Her neurologic symptoms improved with copper supplementation. She continued to use a walker in public because of her sensory ataxia and wears bilateral ankle and foot orthotic braces for her foot drop. At (B)(6) 2007 visit, the patient reported being more active, but hand weakness continued. Copper level was within normal range. Zinc was still elevated. On (B)(6) 2009, the patient called neurologist to inform him of a lawsuit involving poligrip causing copper deficiency. The neurologist was not aware of this but instructed her to stop using poligrip. As of (B)(6) 2009, the patient had not seen any change in her status since stopping poligrip a year ago. She still used walker, her hand grip weakness continued. The neurologist learned that poligrip contained a high zinc level and this was a potential cause of her copper deficiency and subsequent motor neuropathy and myelopathy. Both zinc and copper levels were in normal range. Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product is available. (B)(4).